Manufacturer narrative:
On (B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2009. Upon a scheduled follow-up performed on (B)(6) 2010, the physician reported that he observed high impedance message related to the right ventricular lead. Reportedly, a lead revision was performed (allegedly on (B)(6) 2010) and the physician observed that the setscrew associated with the right ventricular pace/sence lead ((IV) is-1 electrode terminal) was not properly tightened, since the lead terminal pin could be pulled out of the connector without unscrewing the setscrew. The lead was reconnected and the setscrew was properly tightened, solving the issue.